Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2020-01369. It was reported that patient experienced ineffective therapy after a fall. X-rays were taken, which showed that one of the leads had migrated. As a result, surgical intervention may be pending to address the issue. It is not known which lead is liable, so both leads are being reported.

Manufacturer narrative:
Patient weight added to the report.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.